Manufacturer narrative:
Investigation results: based on the verbatim provided, the reported issue appears to concern the absence of a stop ring on the plunger rod. However, this feature is not part of the product¿s design, as specified in the product specification, which has remained unchanged since (B)(6) 1997. Since no physical samples displaying the reported condition were received, a potential root cause could not be determined, and corrective actions are not necessary at this time. A physical sample would be required for a more thorough evaluation and potential root cause identification.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll stopper was defective / damaged. The following information was provided by the initial reporter: cause code: syringe stopper damaged/defective (plunger came out) complaint description : problem when reconstituting the dose. When withdrawing the dose, the plunger ¿released¿ and product was lost.